Manufacturer narrative:
Concomitant: product ID 309328, lot# b0951230k, implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the use of a personal laptop on either knees or table resulted in the desire to ¿open bowels¿ within ten minutes of use. No diagnostic or troubleshooting was performed. The patient¿s status at the time of the event was alive and no injury.